Event description:
It was reported that during a da vinci s hysterectomy procedure, the jaws of the mega needle driver instrument would not open correctly. It was noted that the wires at the tip of instrument were broken. The intended procedure was completed successfully. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument and/or accessory have not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation), or if additional information is received.